Event description:
It was reported that the pump fell and the touchscreen is now shattered. The pump is now unresponsive. There was no impact to customers' blood glucose.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.